Manufacturer narrative:
One pneupac ventilator was returned for analysis in damaged condition. The faceplate was observed to be bent forward, the relief alarm pressure and on/off knobs were found missing upon visual inspection. The device tested and observed to be functioning as intended. Based on the evidence the complaint was confirmed as the root cause was most likely from the device being dropped; user interface.

Event description:
Information was received indicating that part of the smiths medical pneupac ventilator parapac device extended out from the normal position and the knobs were torn off. It was not specified whether this occurred during or prior to use. No adverse effects were reported.